Manufacturer narrative:
This is a final report. The customer reported using expired test strips. There is no indication of a product malfunction. Investigation of the product is not required.

Event description:
A customer reported that in 2009 he noticed his precision xtra test strips were expired. He further reported that because he could not test he experienced a seizure six days later. No third-party medical intervention was required. Customer self-injected 1 mg of glucagon and drank orange juice. There was no report of death or permanent injury associated with this event.